Event description:
It was reported by a user facility report (B)(4)), that on (B)(6) 2011, the pt had her implant removed as it had been malfunctioning" and "troubling her". The facility had no confirmed info regarding the placement of the device. Further info from the site revealed that the pt had been scheduled for a separate surgical procedure at the hospital, so they decided to explant the "malfunctioning" device during the same surgery. According to the rptr, the "troubling her" was "not life threatening or anything", but it was not clear what exactly the pt meant by saying that. Attempts for further info have been unsuccessful, though the last known generator info showed proper device function. The generator was disabled at this time. On (B)(6) 2011, pt had a malfunctioning vagal nerve stimulator in place. Pt wished to have this device removed as it was "troubling her." Post op diagnosis: malfunctioning vagal nerve stimulation. Identifying info: vns therapy pulse, model 102, serial (B)(4), other (B)(4), cyberonics, inc. This facility has no confirmed info regarding the date or location of placement. Pt reports device placed sometime in 2006.

Manufacturer narrative:
Initial reporter also sent report to FDA, corrected data: initial report selected "no" however the report was generator due to a report received from a user facility therefore this field has been corrected to "yes" in this report. Approximate age of device, corrected data: initial report did not complete this. This has been completed on this report. Event problem, corrected data: initial report did not complete this . This has been completed on this report. Location of where event occurred, corrected data: initial report did not complete this. This has been completed on this report. Manufacturer name/address, corrected data: initial report did not complete this. This has been completed on this report.

Manufacturer narrative:
(B)(6).